Event description:
Customer reported high mean corpuscular volume (mcv) test results of >100 fl were obtained for several patients during the (B)(6) when using a coulter ac-t diff 2 analyzer. The elevated mcv test results were identified by a technician in the laboratory while reviewing patient test results. The customer was unable to determine if all mcv test results >100 fl were erroneous, as some patients may exhibit high mcv test results. Quality control ran before and after the events was within range. Erroneous test results for mcv were reported out of the laboratory. The cause of the high mcv test results was determined to be due to improper mixing of the act diff pak prior to placement on the analyzer. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the analyzer on (B)(4)2012. The fse determined that the act diff pak reagent was not mixed properly by the operator prior to placement on the analyzer. The fse had replaced and primed a new, properly mixed act diff pak reagent and reran 3 patient samples on the act diff 2. The rerun results were comparable to results from another instrument and were considered correct. The fse discussed the importance of properly mixing reagent prior to installation on the instrument with the customer. Cause was determined to be the lack of proper mixing of the act diff pak reagent prior to placing on the analyzer. Product labeling was evaluated. Coulter diff act pak reagent kit, instructions for use, pn: 8448344, important: mix product by gentle inversion prior to placement on the instrument. Install and prime the reagents as directed in your instrument product manuals. Coulter ac-t diff 2 analyzer, reference, pn:4237515, general principles 3.1, effect of reagent on the cells - in a counting system highly sensitive to the volume of the individual particles being counted, the conductive liquid, in which the particles are suspended, must have a minimum influence on their biological integrity and, thus, their size. Derivation of parameters 3.5, mean corpuscular volume (mcv) - mcv is determined by computing the average volume of individual erythrocytes, as derived from the raw rbc (red blood cell) histogram. This number is multiplied by a coincidence correction factor and a calibration factor. The reported value expresses mcv in femtoliters. This is one of fourteen related reports. The related mdrs are: 1061932-2012-00518, 1061932-2012-00622, 1061932-2012-00623, 1061932-2012-00624, 1061932-2012-00625, 1061932-2012-00626, 1061932-2012-00627, 1061932-2012-00629, 1061932-2012-00630, 1061932-2012-00631, 1061932-2012-00632, 1061932-2012-00633, 1061932-2012-00634, 1061932-2012-00635.